Event description:
It was reported that customer experienced frequent malfunction alerts.. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting and no further follow-up or corrective action was taken, and no additional information was received regarding the outcome of the event.